Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that a pump displayed the error message "er07". The event occurred during routine check. No harm to any person was reported. According to the service manual of the hl 20 the error message "er07" indicated that the +5v- supply voltage test failed for the pump module. According to the getinge field service technician, the customer decided not to repair the device. No parts were replaced and the device will be taken out of clinical use. However the reported failure could be linked to following most probable root cause according to the risk assessment: - 5v-supply out of tolerance - reference voltage not adjusted - ad-converter defect the review of the non-conformities has been performed on (B)(6) 2025 for the period of 2020-02-05 to 2025-08-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-02-05. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message er07" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A getinge field service technician will be onsite for investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.

Event description:
The event occurred in china before use. It was reported that the hl20 pump displayed the error message "em 07". No harm to any person was reported. According to the service manual of the hl 20 the error message "em 07" indicated that the +5v supply voltage test failed. The error message: "em07" can lead to an unintentional pump stop. Therefore, a report is required in us. Complaint ID: (B)(4).